Event description:
It was reported that upon removing the catheter resistance was met and the catheter was difficult to remove. Once the catheter was removed it was noted that a ridge had formed around the tip of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore a device history record could not be reviewed. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.